Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inoperable on/off key, which was reproduced. The evaluation verified the reported symptom through observation of the "on/off" and "setup" keys functioning intermittently. The reported "inoperable on/off key" was found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the on/off key on a spectrum pump was inoperable during programming/set up in the biomedical service area. There was no patient involvement. No additional information is available.